Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. The set has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation is completed.

Event description:
Customer reported back check valve failure during sodium phosphate secondary infusion. The secondary rate was intended to infuse at 30ml/hr and drop appeared faster than expected and the nurse noticed primary drip chamber was full. The primary line was clamped and the secondary infusion flowed as intended. Customer testing was able to replicate secondary flowing into primary bag. No patient harm or medical intervention required. Although requested, no additional patient or event information was provided.